Manufacturer narrative:
At this time, the product has not been returned. If additional information is received, this report will be updated at that time.

Event description:
This supplemental report is being filed based on explant and replacement of the device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003. This was discovered via device interrogation during routine follow up. Code 1003 is indicative of battery voltage too low for the projected remaining capacity. The device remains in service at this time. No adverse patient effects were reported.